Event description:
It was reported that the implantable neurostimulator (ins) system had not been helping for the past 2 months. Impedance measurements were all within normal limits. Reprogramming was attempted using all of the electrodes on the lead in varying combinations but the patient was only able to feel the stimulation in his right arm, chest, and shoulder. He did not feel the stimulation in his left side or in the upper thoracic area (target area for ins therapy). Follow up information received reported that x-rays taken (and compared to implant x-rays) showed that at least one of the leads had moved down one vertebral body. The patient was provided with options of a surgical revision or an injection to treat the current pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: (B)(4) 2010, explanted: unk; lead model 3777-75, serial # (B)(4), implanted: (B)(4)2010, explanted: unk; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); adaptor model 3550-39, lot # n245116, implanted: (B)(4) 2010, explanted: unk.